Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that can not see line clearly, and sometimes samples are not to the fill line. While at doctor appointment with wife, I bragged about working at bd to the nurse drawing my wife's blood, she said it would be good if the fill line on the tubes were more visible. She stated, "test requirement says must fill to line. Can not see line clearly" sometimes samples must be retaken because the previous sample was not to the "fill line".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that can not see line clearly, and sometimes samples are not to the fill line. While at doctor appointment with wife, I bragged about working at bd to the nurse drawing my wife's blood, she said it would be good if the fill line on the tubes were more visible. She stated, "test requirement says must fill to line. Can not see line clearly" sometimes samples must be retaken because the previous sample was not to the "fill line".

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and no specimen was seen in the photos therefore the evaluation was inconclusive and, the indicated failure modes of underfill and missing fill line with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill or missing fill line, as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of underfill and missing fill line. Bd was not able to identify a root cause for the indicated failure mode.